Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient thought they dislodged a wire; they have been bending. As a result of what was reported, the patient was advised to inform their sales representative (rep) and to call their healthcare provider (hcp). The next day, the patient said they felt the pulsating when they touch their leg with their hand. It was explained to the patient that they may feel stimulation in their leg to their toes; they were advised to keep stimulation at a comfortable level of a flutter to tingle feeling. No further patient complications have been reported as a result of this event.